Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result when testing a patient with coaguchek xs professional meter serial (B)(4). (B)(6). No adverse events were alleged to have occurred with the patient. The patient was not treated and the coumadin dose for the patient was not changed. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly. The patient did not have hematocrit issues or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient started steroids on the week of (B)(6) 2018. The patient had no changes in diet. The patient did not have any special or unusual diet. The patient had no illnesses and did not report any abnormal bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's test strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.